Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the "slight" (light) blue main body and the dark blue female connector of a minicap extended life pd transfer set with twist cap. This occurred during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted the female connector separated from the main body. The reported condition was verified. The direct cause of the event is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.